Event description:
Rptr c/o capsular contracture; breast disfigurement; loss of feeling (numbness); burning and tingling of legs, feet arms and hands; balance problems; joint pain; heartburn; muscle weakness; vulva sclerosis, ankle swelling, (just to name a few) and lymphadenopathy.